Event description:
Related manufacturer report number: 2017865-2023-39086, 2017865-2023-39087. During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads. It was suspected the noise was from the patient's lvad (left ventricular assist device). Technical support was contacted and recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable.